Event description:
Pt came to hosp with a failed hip implant and required surgery for replacement. Smith-nephew total hip implant acetabular component was removed and found in pieces. Manufacturer notified.